Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate ongoing dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2018. Patient underwent two dilations. Device explant due to moderate dysphagia occurred without issue on (B)(6) 2018. Device was found in the correct position/geometry. Patient is still experiencing dysphagia and is being managed by their physician as of (B)(6) 2018.

Manufacturer narrative:
Corrected date of event. Corrected explant date. Updated to include device analysis. Corrected explant date. Updated to include date returned to manufacturer. Updated report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate ongoing dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2018. Patient underwent two dilations. Device explant due to moderate dysphagia occurred without issue on (B)(6) 2018. Device was found in the correct position/geometry. Patient is still experiencing dysphagia and is being managed by their physician as of (B)(6) 2018.